Event description:
It was reported that an ilet user experienced alert 38 indicating a motor stall, verified in device history, and the alert recurred immediately after a guided restart while the device was adequately charged; the pump was shut down and replaced, and the user was advised to use backup therapy and continue cgm separately. Symptoms included hyperglycemia, with a reported blood glucose of 274 mg/dl for several hours, without ketones and without medical intervention. Outcomes included the need for backup insulin therapy and device replacement. Investigation included review of the ilet event history, confirmation of alert recurrence after restart, verification of device charging status, and user education on shutdown and data sync. Investigation of this case revealed a pump motor stall consistent with an internal mechanical or drive fault in the pump assembly. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the pump motor mechanism.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of¿device¿malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA¿form¿483 observations to ensure full reporting compliance.